Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. No device malfunction was suspected. The explanted was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the battery site after being manipulated by a physician. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had pain at the battery site after being manipulated by a physician. The patient will undergo ipg replacement.